Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the guide wire resulted in the reported tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 100% stenosis in the chronic total occlusion (cto) in the distal right coronary artery (rca). The progress 120 guide wire was advanced to the distal rca; however, the guide wire tip became stuck in the calcified anatomy. During withdrawal of the guide wire from the anatomy, resistance was met with the anatomy and the distal 3 cm of the tip became separated. The separated tip remains stuck in the calcium. A second progress 120 guide wire was inserted, but the physician decided not to proceed to avoid a significant delay in the procedure. There was no issue with the second progress 120 guide wire. The procedure was aborted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.